Event description:
The customer reported erroneous immunoglobulin m (igm) results, for one patient, on separate days, involving immage 800 immunochemistry system. This is report one of two. The original sample produced a result of 168 mg/dl. Subsequent analysis of the sample, at a reference laboratory, produced an igm value of 4,000 mg/dl. The customer reanalyzed the sample in the laboratory and recovered a result of 3,830 mg/dl. Patient history indicated the patient had previous igm results of 3,910, 3,900, and 4,000 mg/dl. The erroneous result was released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. The customer indicated there were no hardware issues. Calibration and quality control (qc) results were within the established ranges prior to the event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
Additional information: upon further investigation, beckman coulter has determined that there are no critical chemistries analyzed on the immage 800 immunochemistry system. Upon recur, the malfunction would not cause or contribute to a serious injury.

Manufacturer narrative:
The field service engineer (fse) noted black coating worn off the cuvette wash head which clogged the filter, with rust build-up. The fse replaced the cuvettes, wash head, and in-line filter, due to cloudy and dirty cuvettes, and resolved the issue. The fse noted clog and build-up were due to lack of cleaning and rinsing within the system. The instrument conformed to the manufacturer's published performance specifications. Cuvette, wash head. This medwatch report is related to 2050012-2012-01708.